Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain - vagina [vulvovaginal pain]. Tampon broke off inside me and still there [foreign body in reproductive tract]. Tampon broke off inside me [device breakage]. It broke when I was trying to remove it- tampax [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke off inside of her. No serious injury was reported.

Event description:
Pain - vagina [vulvovaginal pain] tampon broke off inside me and still there [foreign body in reproductive tract] tampon broke off inside me [device breakage] it broke when I was trying to remove it- tampax [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Tampon broke off inside me and still there [foreign body in reproductive tract]. Tampon broke off inside me [device breakage]. It broke when I was trying to remove it- tampax [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.